Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during labrum re-fix surgery the device did break off while inserting. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2923ps pushlock assembly (no batch indicator present) was received for investigation. Visual inspection identified that the peek eyelet at the distal tip of the pushlock driver had collapsed to one side, with breakage evident. The fragment generated during this event was not returned for analysis. No damage was present to the peek anchor or the remainder of the assembly. The remainder of the peek eyelet wall was assessed where it was identified that the wall thickness present fell within tolerance. As such, the observed condition is most likely the result of improper bone preparation, off-axis insertion, and/or user applied mechanical forces during insertion. It was noted that the method of bone preparation used, as well as the bone quality encountered during the procedure, were not recorded.